Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient received transplanted on (B)(6) 2020 while listed status 3 for multiple transient ischemic attacks (tias). Patient diagnosed with tia after word confusion and resolution of symptoms within 24hrs. It was reported that hospital clinical staff were unsure if the tias were device related at all, with concern for thrombus.

Manufacturer narrative:
Section d4, d7, h4: additional information. Manufacturer¿s investigation conclusion thrombus was confirmed via the evaluation of (B)(6). A specific cause for the reported transient ischemic attacks, as well as a direct correlation between the transient ischemic attacks and the observed thrombus formation, could not be conclusively determined through this evaluation. The pump was returned assembled with the driveline cut approximately 1.5 inches from the pump body and the severed portion was not returned. The sealed inflow conduit and sealed outflow graft were returned and were secured to their respective pump ports examination of the proximal side of the outlet stator revealed a tissue-like deposition situated in-between the outlet bearing ball and stator blades. The formation was not laminated and did not display any evidence of denaturation. The origin of this deposition and a duration of time for which it was present in the pump could not be conclusively determined through this investigation. Examination of the remaining pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. The rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists thrombus and stroke as an adverse events that may be associated with the use of the heartmate ii lvas. The IFU outlines the indications of thrombus and how to respond to such events. Information regarding recommended anticoagulation therapy and inr range is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.